Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained dim. It was identified that the cause for the dim screen was due to an internal short present transformer (t1) on the inverter board (with lot code 2008). A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that the screen of the liberty select cycler went dim upon treatment completion. The patient went to disconnect at step 8 and was unable to read the screen. The power cord was securely plugged into the cycler and the wall outlet. Rebooting the cycler did not resolve the issue. The patient was advised to discontinue use of the cycler. A replacement cycler was issued to the patient. It was reported that an alternate form of treatment was available in the absence of the cycler. The patient's nurse stated upon follow-up that no adverse effects were experienced and no medical intervention was required. Treatment was completed with the cycler on the reported event date and via manual exchange in the absence of the cycler. The replacement cycler was received. The cycler was returned to the manufacturer for physical evaluation. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.